Event description:
It was reported that the pump was alarming constantly, air in line. It was assumed it happen while in use with the patient. It did not cause or contribute to patient injury or clinical injury: it was verified that it was alarming constantly, air in line when checking the unit.

Manufacturer narrative:
Other text: (B)(4). Device evaluation: we received one device for investigation. Visual inspection found the device with scratched lcd lens, bent latch lock, lifting downstream sensor seal and worn upstream sensor seal. Alarm present during functional testing. The reported problem was caused from inoperable air detector. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.